Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range impedance measurements. It appeared that the pacing impedance measurements were higher than 3000ohms and the shock impedance measurements were higher than 200ohms. Additionally, there were episodes of oversensed noise. Technical services (ts) was contacted and recommended to follow up with physician, isometric testing, and turning off therapy to avoid inappropriate shocks. This ICD remains in service. No adverse patient effects were reported. Additional information received detailed that the related right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the describe event or problem (b5) for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range impedance measurements. It appeared that the pacing impedance measurements were higher than 3000ohms and the shock impedance measurements were higher than 200ohms. Additionally, there were episodes of oversensed noise. Technical services (ts) was contacted and recommended to follow up with physician, isometric testing, and turning off therapy to avoid inappropriate shocks. This ICD remains in service. No adverse patient effects were reported.